Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info rec'd regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records (DHR) was performed and no complaint related issues were found. The mfg investigation revealed the needle component has broken off at base of slider. The needle was not returned for eval. Several wear marks and discoloration exist on the handle which is consistent with field use. The specification investigation showed that the material hardness from the needle component was not verified because it is not listed as a requirement in the DHR, also because the needle component sheared off at the base of the slider and was not returned. No features relevant to this complaint could be verified during this eval because the needle component that sheared off was not returned. It is concluded this complaint is indeterminate from a mfg perspective. The product development investigation showed the products drawing shoed that the slide, as well as the probe, were both designed with the correct mating threads. There is also an appropriately paced pin to further hold the probe in place. No other design aspect could have contributed to the probe breaking. It was conclude that because it is impossible to know how the probe actually broke this complaint is dispositioned indeterminate.

Event description:
It was reported that when sterilizing the instruments, a spd tech noticed the depth gauge (319.006) had a piece broken off. It is unk when the piece broke off. The instrument was pulled from the tray and not used in any procedure.